Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The customers complaint that the unit makes grinding noise was confirmed. The device was evaluated and the complaint was substantiated. It was also observed during pre-repair evaluation that it has vibration and low rpm. Evidence suggests this is due to usage over time. Placeholder.

Event description:
Facility reported to (B)(4) service & repair: part 532.010 small battery drive is grinding and part 532021 sagittal saw attachment is broken. This report is on the small battery drive. This is 1 of 2 reports for complaint (B)(4).